Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe adaptor set broke during transport of the patient. This occurred during infusion in the pediatric intensive care unit (ICU). The reporter stated that this occurred while moving the patient from one room to another. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates - the exact occurrence date is unknown; however, the reporter stated that the event occurred around (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.